Manufacturer narrative:
Product code, common device name: esw prosthesis, esophageal. (B)(4).

Event description:
According to the journal article "endoscopic management of esophagorespiratory fistulas: a multicenter retrospective study of techniques and outcomes". In one patient with a benign proximal stricture, the diameter of the deployed stent was too small to completely cover the fistulous open, therefore ultimately requiring the stent to be exchanged for a stent with a larger diameter. This report was created to capture the event mentioned in the article "user error associated with the incorrect size stent used and the subsequent intervention performed as a result."